Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device had noisy bearings was confirmed. An assessment was performed and found that the bearings were worn out and no longer in axial alignment causing vibration. It was determined that this condition contributed to the noise. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine inspection it was observed that the short attachment device had noisy bearings. During in-house engineering evaluation it was found that the bearings were worn out and no longer in axial alignment causing vibration. It was reported that the event was not related to a surgical procedure. It was reported that there was no delay to a surgical procedure. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.